Manufacturer narrative:
Unknown taper. The device associated with this complaint will not be returned for analysis, as it remains implanted. Information regarding the device serial number and catalog number has been requested of the initial reporter. To date, no additional information has been received by apollo. Without device serial or catalog number, the taper type associated with this complaint cannot be determined. Additional information regarding the patient's implant date, concomitant therapies and comorbidities, and any treatment administered or scheduled as a result of the reported leak has been requested of the initial reporter. To date, apollo has received no additional information or any report of administered or scheduled treatment. Device labeling address the possibility of a leak as follows: adverse events: unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: during a lap-band system adjustment, the physician found no fluid in the band. A fluoroscopy was performed and appeared to show a leak in the tubing between the band and the port. The lap-band system remains implanted, and to date no surgery or treatment has been scheduled or performed.